Manufacturer narrative:
Date sent to the FDA: 05/01/2009. Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a myomectomy procedure in 2009. During the procedure, the handpiece blade was dull and idled away. The handpiece was not able to act without holding the connection between cable entry point and motor drive unit. There were no adverse pt consequences.